Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the l3000lg, hall large lithium battery was being used on (B)(6) 2024 during a total knee replacement and the ¿hall50 pro7200b in use for joint replacement battery with l3000lg. Surgeon had been using the drill without incident earlier in the procedure. Attempted to use the drill again and engaged the trigger and reported yellow smoke / sparks between the battery and handpiece. Handpiece continued smoking and immediately removed from or. Intense heat / smoke reported from handpiece.¿. There was no impact or injury to the patient or user. The procedure was completed with a replacement drill & battery and there was a 5 minute delay. The pro7200b, hall 50 2-trigger modular handpiece will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device (l3000lg) will not be returned for evaluation, but photographic evidence has been provided. Visual evaluation performed only on handpiece (pro7200b) due to extent of damage to the blade contacts and blade housing. Excessively burnt. The mode switch lever has slightly come away from the 2-trigger mode switch and feels a bit stiff to move, the collet assembly is sticky / rough when rotated. Additionally, the internal power and ground wires had their insulation melted off and the controller and motor parts were also removed. All indications are in line with an internal wiring short with the battery connected over several minutes as the cause for the heating and melting of the battery and handpiece contact area as well as the internal damage to the handpiece. The service interval for this device is 12 months. Based on the service history this handpiece was last serviced in 2019, rendering this handpiece overdue for preventative maintenance. Although this is a reusable device, it is not serviceable. A device history record (DHR) review was requested from the manufacturer, and no indication of abnormalities was communicated. (B)(4). Per the instructions for use, the user is advised the following: inspect battery pack for damage (e.g., cracks in battery case, corrosion on contacts, etc) prior to use. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The sales representative reported on behalf of the customer that the l3000lg, hall large lithium battery was being used on (B)(6) 2024 during a total knee replacement and the ¿hall50 pro7200b in use for joint replacement battery with l3000lg. Surgeon had been using the drill without incident earlier in the procedure. Attempted to use the drill again and engaged the trigger and reported yellow smoke / sparks between the battery and handpiece. Handpiece continued smoking and immediately removed from or. Intense heat / smoke reported from handpiece.¿. There was no impact or injury to the patient or user. The procedure was completed with a replacement drill & battery and there was a 5 minute delay. The pro7200b, hall 50 2-trigger modular handpiece will be listed as a concomitant device. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.